Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with unknown mentor double lumen gel implants experienced bilateral rupture of implants post-operatively. As a result, the patient underwent explantation and replacement with 500cc smooth mentor memorygel breast implants, catalog # 3507500bc, lot # 259222, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2003. This medwatch report is for the first of two implants.